Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Additional causes of aortic tears or a tear of the aortic wall may be related to the use or misuse of the valve. These aortic injuries are life threatening conditions that require urgent intervention with suture repair, pericardial patch repair or aortic root replacement. Based on the information received, the cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification of an aborted attempt to implant a 25 mm valve due to aortic injury. As reported, the surgeon debrided per normal and was confident of correct sizing as the 23 sizer fell through the annulus and the 25 sat nicely on the annulus. While attempting to parachute the valve to the annulus, a minor aortic wall injury was caused and subsequently repaired with several 4-0 ethibond sutures. The injury occurred at the level of the stj while trying to pass the valve through the narrowed and calcific stj. Upon reflection, the surgeon felt the cloth covered frame was catching on residual calcium within the narrow stj and rather than continue to try and seat the valve, potentially causing further injury, he decided instead to implant another 25 mm valve. Reportedly, the case was concluded without incident and on post-bypass echocardiography the patient was found to have a well-placed and well-functioning valve. The patient was noted to be hospitalized in stable condition after the procedure.

Manufacturer narrative:
Device evaluation: the product was returned for evaluation. Customer report of explant due to aortic injury could not be confirmed through visual observations. X-ray demonstrated wireform intact. The frame was observed to remain crimped. The holder and balloon introducer remained attached to the valve. Suture holes were visible near all three black stitch markings on the sewing ring; one hole near each mark.